Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/18/2014 with the following findings: visual inspection revealed that there was moisture behind the display. The keypad was intact; no damage or peeling was observed. During testing, the ok keypad button was found to be intermittently unresponsive. All other keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found und all key contacts. A leak test was performed and a display lens leak was found. The pump case was removed and evidence of moisture corrosion was found on all internal components of the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. Furthermore, moisture/corrosion was evident behind the display and ir window. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.